Manufacturer narrative:
This report was generated in error, due to systems limitations a report had to be sent.

Manufacturer narrative:
As reported by the (B)(6) study, approximately two months post index procedure the patient experience a very small infection at the incision wound post procedure. The infection was resolved by the patient¿s daughter. The event was determined to be possible related to the index procedure and unrelated to the device. Also, the patient experienced numbness in right thigh. The event is still ongoing. The event was determined to be unlikely related to the index procedure and to the device. There has been no secondary aaa intervention. Then, approximately eighteen months post index procedure the patient experience an endoleak type I due to aneurysm expansion. A secondary aaa intervention was performed. The event is still ongoing. The event was determined to be unrelated to the index procedure and possible related to the device. Originally the patient had a 26 mm aaa device and two limbs, ipsilateral and contralateral, successfully implanted during the study index procedure. There was balloon molding of the stent-graft in the proximal sealzone (aortic bifurcate) with non-cordis brand balloons. There was balloon molding of the stent-graft in the distal sealzones contra and ipsilateral (iliac limbs) with non-cordis brand balloons. There was balloon molding to the aortic bifurcate ¿ iliac limb overlap zones with non-cordis brand balloons. There was not a balloon molding to iliac limb overlap zones. There were no reported procedural complications. The patient was under general anesthesia. Deployment was made at the anticipated location with successful placement of stent-graft. There was no unintentional occlusion of a branch vessel. There was no failure to access the aorta and there was no device deficiency. A 1000ml transfusion was need it after procedure before discharge. Patient was discharged four days later. Additional information received indicates that the patient experienced an endoleak type ib due to an aneurysm expansion. The endoleak occurred one centimeter caudally about bifurcation level therefore is a distal endoleak. The leak occurred in dorsal aneurysm bag (laterally to the left in the aortic wall) approximately one centimeter caudally about bifurcation level. A secondary aaa intervention, no adjunctive treatment. The event is still ¿ongoing resolving.¿ addendum for additional information received indicates that approximately twenty-three months post index procedure, the patient experienced an acute-b dissection with occlusion of the superior mesenteric artery (sma). No secondary aaa intervention was performed. A surgical intervention was performed to resolve the issue. The event was resolved the same day. The patient was discharged twenty days later. Per the investigator, the event was unrelated to the index procedure or the study device. Approximately twenty-six months post index procedure, the patient experienced a type I endoleak. The endoleak is ongoing not resolving. Per the investigator, the event was unrelated to the index procedure or the study device. Then, approximately thirty months post index procedure, the patient experienced a type an endoleak. A CT scan showed both iliac legs have being released. No secondary aaa intervention was performed. The endoleak is ongoing not resolving. Per the investigator, the event was possible related to the index procedure or the study device. Also, approximately thirty-three months post index procedure, the patient experienced addendum for additional information received indicates that approximately twenty-three months post index procedure, the patient experienced an acute-b dissection with occlusion of the superior mesenteric artery (sma). No secondary aaa intervention was performed. A surgical intervention was performed to resolve the issue. The event was resolved the same day. The patient was discharged twenty days later. Per the investigator, the event was unrelated to the index procedure or the study device. Approximately twenty-six months post index procedure, the patient experienced a type I endoleak. The endoleak is ongoing not resolving. Per the investigator, the event was unrelated to the index procedure or the study device. Then, approximately thirty months post index procedure, the patient experienced an endoleak. A CT scan showed both iliac legs have being released. No secondary aaa intervention was performed. The endoleak is ongoing not resolving. Per the investigator, the event was possible related to the index procedure or the study device. The product was not returned for analysis. A product history record (phr) review of lot 17452483 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿bifurcated aortic prosthesis endoleak type 1b,¿ ¿bifurcated aortic prosthesis endoleak type 1¿ and ¿limb prosthesis fractured-separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of an extending aneurysm may have contributed to the reported event. Type I endoleaks are a well-known possible outcome of endograft procedures and are listed in the instructions for use as such. In a type I endoleak, there is poor apposition between one of the attachment sites of a stent-graft and the native aortic or iliac artery wall, and blood can leak through this defect into the aneurysm sac. These can occur in as many as 20% of cases. Type I endoleaks are further sub classified by the location of the leak. Type ib endoleaks occur at one of the distal iliac artery attachment sites, or type I endoleaks may occur where the components overlap and can be due to inadequate or ineffective seal at the graft ends or attachment zones. It occurs in as many as 10% of cases. They are often the result of unsuitable patient (aneurysm) selection or device selection, but can also occur if the graft migrates. A type I endoleak can be seen immediately after stent-graft deployment because of incomplete dilation of the stent-graft, aortic tortuosity, or steep aortic angulation. Type I leaks are considered significant as they do not tend to resolve spontaneously and are often associated with measurable increases in aneurysm sac size with a high risk of aneurysm sac rupture due to direct exposure of the aneurysm wall to aortic pressure. Type I leaks are generally treated as soon as detected. Extension cuffs, bare metal stents or covered stents can be inserted at the leaking graft end to improve the seal, or embolization of the leak site with glue or coils can be used. Rarely, if detected intra-operatively during evar, conversion to an open procedure may be required if endovascular methods of sealing the leak are unsuccessful. According to the safety information in the instructions for use, ¿expected clinical adverse events ¿endoleak. Under fluoroscopy, use an appropriately sized and compatible compliant balloon catheter to tack the cranial and caudal seal zones and the overlap regions of the modular components as well as any areas of potential restricted blood flow. Caution: be careful not to displace the prostheses upon introducing and retracting the balloon catheter. Note: care should be taken when inflating the balloon, especially with calcified, tortuous, stenotic, or otherwise diseased vessels. Ensure to not inflate the balloon outside or the graft material. Inflate balloon slowly. It is recommended that a backup balloon be available. Warnings: ¿over inflation of balloon can cause graft tears and/or vessel dissection or rupture. ¿when expanding the prostheses, there is an increased risk of vessel injury and/or rupture, and possible patient death, if the balloon¿s proximal and distal radiopaque markers are not completely within the covered (graft fabric) portion of the prosthesis. At the completion of the procedure, perform angiography to assess the prosthesis for proximal, modular overlap and distal endoleaks and to verify position of the implanted prosthesis in relation to the aneurysm, the renal as well as internal iliac arteries. Cautions: ¿high pressure injection of contrast media made at the edges of the prosthesis immediately after implantation may cause an endoleak. ¿leaks at the attachment or connection sites should be treated using a balloon catheter to remodel the prosthesis against the vessel wall. Major leaks that cannot be corrected by either re-ballooning may be treated by adding aortic or iliac extension components to the previously placed stent-graft components or any other method per local practice and the clinical situation. ¿any leak left untreated during the implantation procedure must be carefully monitored after implantation.¿ ¿expected potential risks associated with the stent graft system ¿stent fracture. It is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including ¿abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and ¿contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported by the (B)(6) study, approximately two months post index procedure the patient experience a very small infection at the incision wound post procedure. The infection was resolved by the patient¿s daughter. The event was determined to be possible related to the index procedure and unrelated to the device. Also, the patient experienced numbness in right thigh. The event is still ongoing. The event was determined to be unlikely related to the index procedure and to the device. There has been no secondary aaa intervention. Then, approximately eighteen months post index procedure the patient experience an endoleak type I due to aneurysm expansion. A secondary aaa intervention was performed. The event is still ongoing. The event was determined to be unrelated to the index procedure and possible related to the device. Originally the patient had a 26 mm aaa device and two limbs, ipsilateral and contralateral, successfully implanted during the study index procedure. There was balloon molding of the stent-graft in the proximal sealzone (aortic bifurcate) with non-cordis brand balloons. There was balloon molding of the stent-graft in the distal sealzones contra and ipsilateral (iliac limbs) with non-cordis brand balloons. There was balloon molding to the aortic bifurcate ¿ iliac limb overlap zones with non-cordis brand balloons. There was not a balloon molding to iliac limb overlap zones. There were no reported procedural complications. The patient was under general anesthesia. Deployment was made at the anticipated location with successful placement of stent-graft. There was no unintentional occlusion of a branch vessel. There was no failure to access the aorta and there was no device deficiency. A 1000ml transfusion was need it after procedure before discharge. Patient was discharged four days later. Addendum for additional information received indicates that the patient experienced an endoleak type ib due to an aneurysm expansion. The endoleak occurred one centimeter caudally about bifurcation level therefore is a distal endoleak. The leak occurred in dorsal aneurysm bag (laterally to the left in the aortic wall) approximately one centimeter caudally about bifurcation level. A secondary aaa intervention, no adjunctive treatment. The event is still ongoing resolving. Addendum for additional information received indicates that approximately twenty-three months post index procedure, the patient experienced an acute-b dissection with occlusion of the superior mesenteric artery (sma). No secondary aaa intervention was performed. A surgical intervention was performed to resolve the issue. The event was resolved the same day. The patient was discharged twenty days later. Per the investigator, the event was unrelated to the index procedure or the study device. Approximately twenty-six months post index procedure, the patient experienced a type I endoleak. The endoleak is ongoing not resolving. Per the investigator, the event was unrelated to the index procedure or the study device. Then, approximately thirty months post index procedure, the patient experienced a type an endoleak. A CT scan showed both iliac legs have being released. No secondary aaa intervention was performed. The endoleak is ongoing not resolving. Per the investigator, the event was possible related to the index procedure or the study device. Also, approximately thirty-three months post index procedure, the patient experienced addendum for additional information received indicates that approximately twenty-three months post index procedure, the patient experienced an acute-b dissection with occlusion of the superior mesenteric artery (sma). No secondary aaa intervention was performed. A surgical intervention was performed to resolve the issue. The event was resolved the same day. The patient was discharged twenty days later. Per the investigator, the event was unrelated to the index procedure or the study device. Approximately twenty-six months post index procedure, the patient experienced a type I endoleak. The endoleak is ongoing not resolving. Per the investigator, the event was unrelated to the index procedure or the study device. Then, approximately thirty months post index procedure, the patient experienced an endoleak. A CT scan showed both iliac legs have being released. No secondary aaa intervention was performed. The endoleak is ongoing not resolving. Per the investigator, the event was possible related to the index procedure or the study device. Also, approximately thirty-three months post index procedure, the patient experienced cerebrovascular accident. No secondary aaa intervention was performed. The patient was stabilized and discharged twelve days later. Per the investigator, the event was unrelated to the index procedure or the study device.